Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The caller was notified today that they are considering explant of pt's scs system due to pt having symptoms (sx) of nausea, vomiting and weight loss. Pt has been hospitalized 3x since june 5 needing IV support due to her symptoms and electrolytes being off. In between hospital visits, pt will get better and then get worse again. These are new sx for patient. Pt does have diabetes. Pt was using stim and charging successfully and was doing great at post-op check on june 3 when another rep did some reprogramming of ld settings. Sx started on june 5. Pt stopped using stim about a week ago and sx haven't improved. Other rep was contact by pt on june 5 that pt wasn't doing well. Patient's healthcare provider is meeting with pt next wk to discuss possible explant. Technical services reviewed this was a medical issue and that they couldn't comment on it and that hcp would have to decide about whether to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.